Manufacturer narrative:
(B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Unit: received one used 22g bd insyte autoguard unit which was without packaging and consisted of the catheter/adapter assembly that had a miscellaneous 10nml slip luer syringe attached to it at the luer. Photos: seven photos were provided for this incident which disclosed similarities to that of the unit received and detailed view of the luer adapter and slip luer of the miscellaneous syringe. DHR and sap (qn) database reviews were not conducted because a lot number was not provided for this incident investigation. Visual/microscopic examination: unit: the catheter/adapter was received with the tubing bent at the nose of the adapter. There was a tear in the tubing where it was bent at the nose of the adapter. There were no other visible anomalies damage to the remaining length of the catheter tubing (i.e. Crimps, kinks, holes, splits, or wrinkles) observed. Microscopic evaluation revealed: there was a cut in the catheter tubing directly above the nose of the adapter. The cut characteristic of the cut in this area was indicative of a base spear thru. The cut was observed to be an open path of leakage. There was no damage to the nose of the adapter or to the outer threads or inner rim of the adapter/luer (i.e. Crack, grooves, mis-molds, etc.). Photos: the photos revealed the catheter/adapter to be intact and without visible damage. Water/air leak test: although the cut was observed to be an open path of leakage, confirming the reported failure of leakage; leak testing was conducted to assess connection compatibility and determine if there were any other areas of leakage. Unit: attached the iso standard testing slip luer to the catheter/adapter and performed the leak test. Leakage was observed at the area of the cut in the catheter tubing directly above the nose of the adapter. Because the unit shown in the photos and the received unit were without packaging and used, it is not known where or how the cut (base spear thru) occurred. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Analysis of peura (end user risk analysis) rm5835 rev. 14 version (l) disclosed that due to low occurrence and limited severity, current risk is acceptable.